Manufacturer narrative:
No excessive "no delivery" alarm during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 109 mg/dl value properly from glucose meter. The low suspend alarm feature working properly. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Company representative reported via email that the sensor triggered threshold suspend and the device would not resume basal. Customer's blood glucose was over 600 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.